Manufacturer narrative:
The umbilical cable, lot number: 898 rev. D, was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The hand switch, lot number: 492312 rev. E, was returned to the manufacturer for analysis. When actuated, the 2d button would not ac quire an image. 3d and store button were functioning as expected when pressed. Visual inspection showed outer cable jacket was frayed. All wire insulation were intact. No conductive surfaces were exposed. Codes b01, c02 and d02 are applicable to this analysis. The footswitch, lot number: em2059 rev. 5, was returned to the manufacturer for analysis. The footswitch was found to be fully funct ional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. D9: product ID bi71000194 and bi71000193 were returned on 2025-03-27. Product ID bi71000167 was returned on 2025-03-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report.. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spine intervention procedure. It was reported that the pendant was randomly not accessible. There was no reported impact on patient outcome. It was unknown if there was a delay, but the procedure was able to be completed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000193, product ID: bi71000194. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the fse was unable to replicate the issue. However, the logs showed an anomaly with a switch4 blockage (deadman) coming from either the footswitch pedal or x-ray handle. There was also a random communication problem with the controller area network (can) bus. Therefore, the footswitch pedal, x-ray handswitch, and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, c0401 fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02004 corresponds to the concomitant product bi71000167. G04063 corresponds to the concomitant product bi71000194. G0408201 corresponds to the concomitant product bi71000193. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.